Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 847 mg/dl, resulting in diabetic ketoacidosis (dka). The user was admitted to the hospital on (B)(6) 2026, treated with IV fluids and exogenous insulin, and discharged 01-feb-2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring hospitalization and is consistent with the reported inpatient admission and treatment with IV fluids and insulin therapy. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hyperglycemia beginning after a fill tubing event, and cgm glucose did not respond to insulin delivery thereafter. This pattern is consistent with ineffective insulin delivery, likely due to a failure along the infusion or fluid pathway. Based on available information, the event was attributed to a suspected infusion set¿related issue rather than abnormal ilet device performance. If additional information becomes available, a supplemental MDR will be submitted.